Event description:
This add'l info was obtained through follow-up communications. The pt was 20-weeks pregnant when this event occurred. In an attempt to extract the separated needle, the pt was sent to the operating room where another surgical procedure was unsuccessfully performed. Thereafter, the pt was transferred to an urban teaching hosp 3 days later. The detached piece was successfully removed by surgery 2 days later. After extraction of the needle, the pt reportedly lost amniotic fluid. The pt was transferred back to the original hosp 5 days later. Then, the next day, the pt went into early labor. Within approx 1 hour of delivery, the two neonates expired due to what was determined by the coroner to be "extreme prematurity".